Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that advisory code displayed at an unknown timing for intraocular lens implantation surgery. The surgery completion details were known. There was no information reported about patient impact. The issue has been reported with phacoemulsification tip.